Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. Programming changes were performed. There were no patient consequences.